Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing due to a lead fracture on another manufacturer's right ventricular defibrillation lead. The noise and oversensing resulted in pacing inhibition. A boston scientific sales representative questioned if the device could be reprogrammed until the replacement procedure to protect the patient. Additional information was received indicating this device was replaced due to normal battery depletion. The device was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed reprogramming options, however because available programming options were limited ts recommended keeping the patient monitored and immobile until the procedure could be performed. Subsequently, the lead was capped and surgically abandoned. A guidant lead was successfully implanted. Should any additional information related to this event become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted the ra+ seal plug was torn. All other seal plugs were intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.